Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that the power switch overlay was faulty. However, there were no reports of device not being able to power on. Therefore, this complaint no longer meets reportability requirements. If additional information becomes available, new information will be reassessed for reportability.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices power switch overlay is not working, requesting replacement. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation ongoing.